Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had over 1 inch of plastic missing from the insulin pump. Customer stated that the location of the damage was the drive support cap. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked reservoir tube, a cracked reservoir tube window, and minor scratches on the display window. No damage was noted on the drive support cap.